Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose levels, customer administered a correction injection via multiple daily injections (mdi) without requiring third-party assistance. The malfunction code was resettable, and technical support provided instructions and assistance to reset the pump. After resetting, the malfunction did not recur, and customer was advised to continue using the pump and to call back if the issue happens again.